Event description:
Procedure: right upper lobectomy. Reportedly, bleeding from the fragment was confirmed after firing. Reinforced by hand sewing, but air leakage occurred. One staple was found to be malformed. No further pt injury reported.